Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that system diagnostics recorded high impedances on right t12 lead, and upon further investigation, the right t12 lead had fractured. It was also reported that the left t12 lead had migrated, which was confirmed via x-ray. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.